Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a diagnostic anomaly resulting in inconsistent battery voltage measurements was observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of a diagnostic anomaly resulting in inconsistent battery voltage measurements was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) voltage level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Review of the device image indicated auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further analysis at various pulse amplitudes indicated normal current and voltage measurements. A longevity assessment was performed based on field settings and the device was in normal range of operation with appropriate remaining longevity.